Event description:
Litigation papers allege: suffered from a number of complication; including pain around the hip joint, difficulty walking, muscle and bone separation and swelling. Patient was unable to walk over 100 yards. After walking for a short distance, suffers from severe pain. Discomfort and inflammation in his thigh, hip area and groin, he also feels extreme discomfort when sitting for periods of time.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Around the hip joint, difficulty walking, muscle and bone separation and swelling. Patient was unable to walk over 100 yards. After walking for a short distance, suffers from severe pain. Discomfort and inflammation in his thigh, hip area and groin, he also feels extreme discomfort when sitting for periods of time. *update: 10/9/2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.